Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. This information was received from the mechanical circulatory support product surveillance registry study. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized with a post operative thoracotomy wound infection, wound culture was positive for mycobacterium chimaera. The patient underwent a wound debridement, work up is in progress to see the extent of the infection. The patient was started on oral and intravenous (IV) medication, and was administered IV heparin. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion and also to note that this event is a duplicate of FDA report number 3007042319-2022-02970. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information provided by the site indicated that the patient was hospitalized with a thoracotomy wound infection; a wound culture was positive for mycobacterium chimaera. The patient underwent a wound debridement and was started on oral and intravenous medication. It was further reported that, two days later, the patient was bleeding around the skin edges of a post wound thoracotomy incision and was taken back to the operating room for exploration, and a washout, a debridement, and a vacuum-assisted closure (vac) were performed. Later, the wound vac began to expand and lose suction and bleeding at the site increased. The patient received a blood transfusion and a pulmonary artery catheter was placed. Of note, the patient was on tissue plasminogen activator (tpa) due to suspected device thrombus, which led to epistaxis, after which thrombolytic therapy was stopped. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection, bleeding, and thrombus are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection and bleeding events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly added: b2: life threatening, b5: event description was updated, h6: fdp, ime, and imf code was updated from serious injury to life treating. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that two days later, the patient was bleeding around the skin edges of an post wound thoracotomy incision and was taken back to the operating room for exploration, a washout, a debridement, and a vacuum-assisted closure were performed. Five days later, an increased bleeding at thoracotomy site wound vac which began to expand and loose suction. A transfusion of two units of packed red blood cells due to 800 ml of output over four (4) hours along with a placement of pulmonary artery catheter (swan-ganz). It was also noted that the patient was on tissue plasminogen activator(tpa) due to suspected vad thrombus which led to epistaxis and they stopped the thrombolytic therapy.